Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15661918, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing pain at the lead site and pain radiating from the back of the head. It was also reported that the patient had a swelling on both sides of the head which was tender to touched. A blood blister was also noted at the lead site. The patient was placed on antibiotics.